Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Complaints text (B)(6) 2018, erp_rfc_user related, svn (B)(4); complaints text (B)(6) 2018, (B)(6). Initial notes: customer states had and issue, and received a letter, (B)(4), customer states documentation have being process new address (B)(6); customer states xmtr is not working, and had issues with sensors, and being accurate customer no longer feels comfortable, date: (B)(4) inquired what led up to the complaint. Customer response: states stared on (B)(6) when having off readings, and cause him to be in the hospital, mid 100"s when he had a shock and bg was 32mg/dl documentation being process, and also it will happened with a high bg , and suspended the pump, as sg 75 but after he was at 359mg/dl; all this has being documented, complaint (B)(4), customer's outcome pertaining to the complaint: xmtr can hold the charge, customer did t/s to recharge xmtr is oow, and xmtr is malfunctioning, additional notes: xmtr is with him, is on the charger, yesterday he changed his sensor because it was expired, and place xmtr on charger, stared flashing , the it stopped, he inserted a new sensor and place xmtr and tape it down, and link to the new sensor, and it would not find the sensor , and lost sensor charge sensor, (B)(6), bg. 189mg/dl 3:23pm low xmtr charge xmtr now, but charger was charged for at least 45 mins, after that he got the alarm, and re charged charger was blinking green, when was off he assumed was charged like always, he would re charge but it wasn't reconnecting; he also changed the battery, but it did not resolved, state he have all this money bills, this is a free handed t/s, xmtr is not holding the charge, (B)(6), customer confirms xmtr is not holding the charge. Ship: 1 cs can lg le / return: 1 mmt-7703na.